Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to improper user technique/method and due to the deteriorated imaging. The reported slda appears to be a result of patient morphology/pathology, as it was reported that leaflet assessment was performed per the IFU and it was confirmed that the leaflet was inside the clip, there was not enough anterior leaflet to remain attached to the clip. It should be noted that in the mitraclip instructions for use provides the following warning statement in section 3: the mitraclip nt device should be implanted with sterile techniques using fluoroscopy and echocardiography in a facility with on-site cardiac surgery and immediate access to a cardiac operating room. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. Cds (B)(4) referenced is filed under separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) with clip delivery system (cds (B)(4)). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The posterior leaflet had severe prolapse. The first clip delivery system (cds (B)(4)) was advanced into the left atrium. When the m knob was turned, the clip turned the wrong way; therefore, it was determined that there had been a mis-key that occurred during preparation of the device. During retraction of the clip it jerked a little resulting in the clip catching on the soft tip of the steerable guide catheter (sgc). The clip was re-advanced, opened and closed, and was able to be removed from the sgc successfully. There was no damage noted to the soft tip of the sgc; therefore, the same sgc was used and a second cds was advanced. The clip was deployed successfully on the a2-p2 segment reducing the mr to 3. A third cds (cds (B)(4)) was advanced and the clip was to be placed medial to the deployed clip. Imaging had deteriorated making grasping difficult; however, the clip was placed. After deployment, the clip was observed to have detached (slda) from the anterior leaflet. The mr remained at 3. The decision was made to end the case as the mr had improved. The patient was stable post procedure. No additional information was provided.